Event description:
During use for a cardiopulmonary bypass procedure, a failed power supply was observed. The heart lung console is fully functional with one of two power supplies operating, however, without the second power supply, the backup battery power source cannot be recharged. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Note: the power supply was found to be faulty.